Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction did now work during the surgery. The product was replaced and surgery completed with no patient harm. Sample has been requested for evaluation.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. One wet cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found; however, it was noted that the drain bag was detached from the cassette cover due to saturation. The sample was then functionally tested. The sample primed and tuned successfully and no leakage occurred during testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were both within specification. The sample passed all aspects of functional testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. (B)(4).